Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the pump¿s battery life was shorter than expected and not meeting the user¿s expectation. It was reported that the battery cap was secure. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/01/2014 with the following findings: the pump powered to the verify screen in accordance with normal operation. There was evidence of excessive battery usage and a voltage drop observed in the black box history. The battery compartment was intact with no cracks observed. There was evidence of moisture contamination on the underside of the battery cap. The battery cap was able to fully tighten and a power loss was not observed. Current draws were within specifications. Unrelated to the original complaint, the audio bolus button cover had a tear, but the button was responding. The leak test showed the tear in the cover. There was no evidence of additional moisture contamination or loose components observed inside the pump when the case was removed.